Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument stopped working and had a broken cable. The instrument was replaced with a new one. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable breakage on reported instrument did not cause procedure delay.